Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from the patient's healthcare provider (hcp). It was reported that there was no device, patient/therapy, or procedure issue related to the patient being unresponsive. The patient had multiple medical problems, but the urine drug screen on admission was negative and the pump was determined not to be the cause. The pump was reportedly stopped for 48 hours but there was no change in the patient's status, so it was put at minimum rate instead. It was reported that the patient's unresponsiveness was resolved. The patient's relevant medical history was reported to include atrial fibrillation and aortic valve dysfunction. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient was admitted to the intensive care unit (ICU) and was unresponsive. The hcp inquired about having a representative come to interrogate and turn the pump off. The patient was having magnetic resonance imaging and was still in patient on (B)(6) 2017. The MRI was not related to the device or therapy. The hcp was scanning the patient¿s brain. No further complications were reported.